Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was corrected with a bolus via the pump. The customer cleared the alarm and resumed insulin delivery.